Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during setup, the elbow on the manifold cracked because it was said to be difficult to screw off. No impact to pt as this event occurred during setup. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not rec'd the actual device for eval; therefore, an investigation has yet to be completed. Terumo plans on submitting a f/u report when the investigation is complete and more info becomes available. (B)(4).